Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The investigation determined a conclusive cause for the reported tip break cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A perforation occurred, during use of an unspecified device. Two graftmaster stents, were implanted without issue, sealing the perforation. At some unspecified point an unspecified graftmaster stent was unable to be implanted, due to a broken tip. No adverse patient effect was reported. No additional information was provided.